Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of rf telemetry and failed to communicate with the merlin transmitter. No intervention was performed. The patient was stable.